Event description:
The customer reported obtaining erratic patient results for sodium (na) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of patient results.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the electrodes to resolve the issue. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(6).